Event description:
A nurse had a significant leak right below the lower most y-site on IV tubing yesterday. I have the tubing and it's from one of two lots (she opened two tubings at the same time and couldn't correlate which lot was the leaking lot). Manufacturer was notified of the event.